Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been wetting the bed since implant of his device. For about the last year, the patient had been delusional, agitated and acted almost if bipolar, almost violent, for periods of 1-2 days following refills. The last refill it had been really bad and the patient had been really mean. He had been delusional saying he was an ER doctor, a judge, an attorney and president. The most recent delusional/violent streak had lasted for about 3 weeks. This had been in his sleep as well and was very vocal while sleeping. Recently, the patient told his doctor that he was the president. His spasticity was under control. The patient was on less concentration than before. It was at 2300 and now it was at 2000. The patient did not seem to be going through withdrawal. The patient was not itching, fatigued, or twitching but did feel pain in the pocket site. Caller thought it probably had something to do with the catheter. The patient was seen by the physician on (B)(6) 2012. The hcp told her the patient needed to see a psychiatrist. Caller stated the patient did not have any psychological issues and stated that he was not himself. The patient usually stayed at 2000mcg for concentration and she noted that when they do increase it, the patient acted more like himself for a while. Caller stated something was wrong with the device. The hcp was out of the country and cannot diagnose at this time. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: product type catheter. (B)(4).